Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported by a sales specialist that on (B)(6) 2017 a crwprecise crw precision arc system has seized in lock position while in surgery. They attempted to unlock the trunnion but were not successful. The case was aborted because of the product failure. Additional information has been requested.

Manufacturer narrative:
Investigation completed on 01/18/2018. The device was returned to the manufacturer for evaluation and functional testing found the trunnion adjusted properly and was not sticking. The device history record reviewed for product ID crw precise, serial # (B)(4) was manufactured on 11 nov 2016 with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. The reported failure mode was not duplicated and the complaint was unconfirmed. Note that the user manual states that improper lubrication of the trunnion rings may cause the unit to bind.